Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that unit was returned to the plant containing no residual drug fluid in the bladder. A functional flow test was performed on the unit by filling the bladder with dextrose solution. After fill, no evidence of flow was observed coming out at the distal end of the flow restrictor. A forced prime was performed several times, but flow was not observed. Further examination on the flow restrictor revealed that the cause of the flow problem was due to white crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the crystalized drug blocking the fluid path was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. This was observed after use of the device. The standard adult peripherally inserted central catheter (PICC) line was flushed with no issues; no clamp was used on the PICC line or device. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.